Manufacturer narrative:
The t:slim g4 pump user guide states: do not use cgm for treatment decisions, such as how much insulin you should take. Cgm does not replace a blood glucose meter. Always use the values from your blood glucose meter for treatment decisions. Blood glucose values may differ from sensor glucose readings. Solely relying on the sensor glucose alerts and readings for treatment decisions could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose level range (57-70 mg/dl) the customer drank juice to stabilize bg levels. The contact stated to be working with the health care provider to review pump settings. During the call with tandem technical support, the contact indicated to be using cgm values for therapeutic decisions. The contact was educated to not use cgm for treatment decisions as cgm does not replace a bg meter. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.

Manufacturer narrative:
Review of pump data by tandem quality engineering. Pump logs recorded low blood glucose (bg) levels on (B)(4) 2016. On that day, the pump basal rate was adjusted twice, once in the morning and once at night. Basal rate adjustments were not extreme. There were no requests, entries, or deliveries that would cause the user to experience low bg levels. There is no evidence of a device malfunction or failure.